Manufacturer narrative:
This is one of two mdrs: reference mfg. Report #2015691-2018-02313. Investigation is ongoing.

Event description:
Per preliminary engineering observations of the returned sheath revealed liner circumferentially delaminated approximately 1¿ in length. As reported through our (B)(6) affiliate, during deployment of a 26 mm sapien 3 valve in the aortic position, the commander delivery system balloon partially inflated. The valve was withdrawn into the aorta and the delivery system was removed from the patient with a cut down in the groin. A new system was used and the procedure successfully completed. Patient was stable and was discharged.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2018-02313 the esheath was returned to edwards lifesciences for evaluation. Visual examination revealed the following: circumferential delamination at sheath shaft distal tip approximately 1 inch in length, c-marker band is attached to liner, deep scratches on sheath shaft, distal soft tip damage, kink in sheath shaft approximately 4.5 inches from distal tip, liner was not tor as returned but was torn by engineering when removing the delivery system. Functional and dimensional testing was unable to be returned due the returned condition of the device (seam expanded, liner delaminated at tip). During manufacturing, the sheath shaft components are 100% visually inspected for the following: wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner), circumferential oriented surface defects, protruding/missing material, dents, cuts, cross linking of material across liner, holes or tears on the strain relief, delamination, witness lines with exposed liner, remnant lines, seam separation, stress line(s) in the liner, notches on the bottom side of the liner when holding the housing in the left hand, flash and excess material, serrated transition, and holes, or rough surface of tears in the tip. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality for the following, among other inspections: verify shaft od, distal tip ID, working length, coating, and strain relief length, delamination, seam separation, wrinkles, kinks, bends, or mechanical damage (including scratched/torn liner), circumferential oriented surface defects, protruding/missing material, dents, cuts, witness lines, holes or tears on the strain relief, serrated transition, holes, or rough surface on the tip interface, and visually inspect the tip for flash and excess material, as well as for the presence of proper scoring on the od and ID. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified. The verification includes expansion force testing and visual inspection of the sheath for abnormalities both before and after expander insertion force testing. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed one other similar complaints and is pending engineering evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip liner delamination was confirmed. A review of complaint history and manufacturing mitigation revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As noted during visual inspection, the delivery system crimp balloon was torn and the balloon wings were flared out. Additionally, the sheath distal soft tip was damaged and the sheath shaft was kinked. As such, it is likely that the balloon wings and/or valve was caught on the sheath liner at the tip. The subsequent device manipulation and applied force for retrieval could then have resulted in liner delamination. This is further supported by the returned condition of the devices, in which the valve/inflation balloon were returned partially pulled through the sheath liner, which appeared inverted. The complaint for sheath distal tip ¿ liner delamination was confirmed, but no manufacturing non-conformities were found in the returned sample. In this case, available information suggests that procedural (torn balloon/valve caught on sheath tip during withdrawal) contributed to the event. Review of complaint history revealed that the occurrence rate did not exceed the june 2018 control limit for the applicable trend category. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.